Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pendant was replaced. The pendant was configured and the firmware was installed. The issue resolved with the replacement of the pendant. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. 10, 114, 4307 are associated with the system checkout. 4114, 3221, and 4315 are associated with the pendant. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that after the software was installed, the axis homing was required. When the "m" button of the main pendant was pressed, it was not possible to home the system. There was no patient present when this issue was identified.

Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The pendant was installed in a known good system and the system booted and readied. All keys on the pendant were functional except the "m" key. It was not possible to perform motion calibration due to the "m" key not responding. The "m" key was faulty. The pendant also failed visual inspection; there were scratches on the face of the lcd screen. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.